Event description:
The customer's nurse reported that the customer had been experiecing high blood glucose levels for about three weeks leading up to the call. Blood glucose level at the time of the call was 600 mg/dl, which was being treated with manual injections. Troubleshooting could not be completed as the nurse did not have the necessary supplies available. The insulin pump will not be replaced and the customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.